Event description:
I have contacted the CPAP provider and my pulmonologist on a couple occasions with my issues as I have had my CPAP for years and the issues come with usage over the last couple years. I have woke up gasping for air. I wake up with headaches and head pain on the left side of my head which I never have had this kind of pain. I wake up feeling like I have fluid in my lungs and it takes a couple hours and my inhaler(s) to get enough out where I'm not coughing or my chest feeling full. FDA safety report ID # (B)(4).